Event description:
During troubleshooting of a system error (se) 2367 that appeared on the homechoice (hc) machine during use, while the patient was connected, the home patient (hp) noted the alarm when she woke up in the morning and called the technical service representative (tsr). The tsr asked if she had any other se alarms and she said no. The hp was getting ready to set up for the night so the tsr had the hp turn the hc on. The tsr reviewed the alarm log. Besides the se 2367 the hp had a se 2240 (air in line). The tsr explained that the se 2240 and 2367 meant she had air in her supplies. The tsr asked the hp what she did about the other alarms. The hp said she opened and closed the transfer set a couple of times and pulled on the lines at the door and the alarms went away. The tsr asked if the hp had disconnected at any time and if she had closed the clamps when she did. The hp said yes, she disconnected but she did not close the clamps. The hp just disconnected everything after the se 2367. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in line) was not confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.